Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstruation irregular ("irregular menses/ irregular menstrual cycles") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she had not experienced irregular menses, abdominal pain, menorrhagia, joint pain, and fibromyalgia. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2010, 3 years 8 months after insertion of essure (ess205), the patient experienced abdominal pain ("abdominal pain/ pain") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia") with arthralgia. The patient was treated with surgery (uterine ablation in 2013 with no relief.). At the time of the report, the menstruation irregular and abdominal pain had not resolved and the menorrhagia and fibromyalgia outcome was unknown. The reporter considered abdominal pain, fibromyalgia, menorrhagia and menstruation irregular to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-may-2017: quality-safety evaluation of ptc. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007 and reported adverse events including irregular menses/ irregular menstrual cycles. She was submitted to a uterine ablation in 2013 with no relief. Changes in the pattern or amount of menstrual bleeding have been reported during essure use. This case was classified as incident due to reported surgery. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstruation irregular ("irregular menses/ irregular menstrual cycles") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she had not experienced irregular menses, abdominal pain, menorrhagia, joint pain, and fibromyalgia. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2010, 3 years 8 months after insertion of essure (ess205), the patient experienced abdominal pain ("abdominal pain/ pain") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia") with arthralgia. The patient was treated with surgery (uterine ablation in 2013 with no relief.). At the time of the report, the menstruation irregular and abdominal pain had not resolved and the menorrhagia and fibromyalgia outcome was unknown. The reporter considered abdominal pain, fibromyalgia, menorrhagia and menstruation irregular to be related to essure (ess205). Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007 and reported adverse events including irregular menses/ irregular menstrual cycles. She was submitted to a uterine ablation in 2013 with no relief. Changes in the pattern or amount of menstrual bleeding have been reported during essure use. This case was classified as incident due to reported surgery. A product technical analysis is being sought. Follow up information will be obtained through the litigation process.